Event description:
Caller states the pilot balloon would not hold air after 3 days of being in pt, requiring her to get up at night to refill the cuff because her husband is on a ventilator at night. She needed to reintubate her husband with a new tracheostomy tube.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be made without the device.